Event description:
One pt sample with discrepant sodium results. Initial result gave 131 mmol/l. Same sample repeated on same analyzer gave 139 mmol/l. Erroneous results not reported. The field service rep was unable to determine the exact cause of the discrepancy but noted an accumulation of fibrous substance on the sample probes, and cleaned the sample probes. Performance tests were performed which were within specification.